Event description:
The pt reported experiencing elevated blood glucose in the 400's mg/dl. The pt checked his infusion set and noticed a tear at the luer lock connector which was leaking insulin. The pt's normal blood glucose range is 110-130 mg/dl. The pt performed a bolus to help bring his blood glucose down. No medical treatment was necessary. The product has been requested for return to be evaluated.

Manufacturer narrative:
Issue described to agency in recall.